Event description:
Patient had an indwelling urinary catheter and when nurse was accessing side port it broke of and started to leak. Manufacturer response for indwelling urinary catheter, foley catheter, ttl1lyr 16fr10ml 100%sili umst tr (per site reporter) actively investigating, planning time to come on site to review.